Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set in an attempt to resolve the issue, however, another occlusion alarm occurred. Pump was dropped by the customer, cracking the touchscreen; therefore, troubleshooting was unable to be performed. Customer's blood glucose was in the 600 mg/dl range and was addressed with insulin injections. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in pump logs and a different issue was identified.